Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose level was 486 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.